Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time/date issue) issue. The reporter stated that the pump time was set an hour ahead for daylight savings; however, the pump reverted back to the original time without user intervention. The pump battery was allegedly not removed between the time changes. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-jul-2019 with the following findings: during investigation, the current black box and pump history showed no evidence of time / date reset or inaccuracy. The complaint was reported on (B)(6)2014 , according to the pump history the pump was in use until (B)(6)2017. Therefore all black box data was overwritten. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.